Event description:
The customer was using new glucose strips and received a result of 581mg/dl and took insulin. Later paramedics arrived and they received a blood glucose result of 32mg/dl. Unknown if any treatment was given. No controls were in use. The glucose strips are stored outside of the original container. A request was made for the return of the suspect device and replacement product was sent.